Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 595 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the prime test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.